Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision was used with a large flexnav delivery system (ds). The patient presented with a narrow femorals and pre-existing abdominal aortic aneurysm and an underlying right bundle branch block (rbbb). Access was obtained via subclavian artery cutdown. Pre-dilatation was performed with a 23mm valver balloon. However, post pre-dilatation, and before ethe flexnav was introduced, the patient went into a complete heart block, requiring pacing support. The initial position for the navitor valve was too deep on left coronary cusp (lcc). Therefore, the valve was recaptured and repositioned. The valve was then implanted at a depth of 3mm on lcc, where it was fully deployed. The flexnav was then removed from the system, and the valve was at an optimal depth of 3mm. To treat the subclavian cut-down, a gore covered stent was implanted. However, while performing this intervention, the wire from the stent became caught on the navitor valve, causing the valve to be pulled up above the annulus to a suboptimal position. To retrieve the valve, a snare was used to bring the valve into the ascending aorta. Femoral access was then obtained for a second navitor valve. Pre-dilatation was performed on the femorals, and a 20f gore sheath was introduced. Optimal depth was obtained with the second valve at the first attempt. The valve was then post dilated with a 23mm valver balloon. The patient remained in complete heart block after the procedure. Post procedure, a permanent pacemaker was implanted. No additional information was provided.